Event description:
When the physician removed the red safety pin, and was ready to adjust the micro adjust knob, the adjust knob suddenly turned down, the stent released about 1.5 cm, leading to the stent not covering the lesion completely. The target lesion location was the right iliac artery. The lesion was 100% occluded and the length of the lesion was 13.5mm. The physician made access to the patient from the humeral artery. The lesion was pre-dilated with a 4mm balloon and a 7mm balloon at 8 atmospheres. The device was properly inspected and prepped, prior to use. There was no difficulty advancing the stent delivery system over the guidewire and crossing the lesion. The locking pin was in place during advancement of the device to the lesion and the handle of the device was held flat and straight outside the patient. The sds was advanced past the lesion then withdrawn back into the lesion prior to deployment with the locking pin in place. When the physician removed the red safety pin, and was ready to adjust the micro adjust knob. The adjust knob suddenly turned down, the stent released about 1.5 cm, leading to the stent not covering the lesion completely. There was no unusual force applied to deploy the stent. The physician then placed two stents to complete the procedure. There was no patient consequence.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.